Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. UDI: (B)(4). The expiration date is currently unavailable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = according to the information received, it was reported by affiliate via complaint submission tool as follows: truespan 24deg device (228152) snapped 2/3 on the way along shaft between handle & needle, while in patient while repositioning device for placement of second peek implant through meniscus. Plastic sheath remained partially intact so that all parts were reclaimed and no adverse impact on the patient thus far. Surgeon is of the opinion that he did not use undue force. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the silicon sleeve was crack and deformed. In addition, one implant can be observed inside of the needle. A manufacturing record evaluation was performed for the finished device lot number: 6l78190, and no non-conformances related to the reported complaint condition were identified. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU-113244, using a calibrated probe, measure the width of the meniscal tissue to be repaired. Set the adjustable depth stop to minimize tissue penetration depth, as desired. Depth stop is preset at 18 mm. Since the condition of the sleeve, this complaint can be confirmed. The possible root cause can be attributed when not inserting the needle to the proper depth for deployment, can causing damage in the needle or the silicone sleeve, as well as a rough deployment, the sleeve could have damage upon fired. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown; therefore, the expiration date was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair on (B)(6) 2021, it was observed that the truespan 24 degree peek device snapped 2/3 on the way along shaft between the handle and the needle while inside the patient. It was reported that the event occurred while repositioning the device for placement of second peek implant through meniscus. It was reported that the plastic sheath remained partially intact so that all parts were reclaimed. Another like device was used to complete the procedure with a five minute delay. There were no adverse patient consequences reported. No additional information was provided.